Event description:
The manufacturer received information alleging a ventilator service required condition occurred on the trilogy device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's battery, system board, and power supply were replaced to address the issue. Additional findings not related to the malfunction/issue with the valve wire being "squeezed" and a fan failure had occurred on the device. The valve and fan were replaced on the device.